Manufacturer narrative:
(B)(4). Only event year known: 2018. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
During open cystectomy in urology, operator had any issue in gst during bladder transection. Cartridge (gst60b) was successfully applied for the 1st & 2nd firing but right after first firing, staples broke away from 1st staple lines and were unstable staple formation (totally malformed, not b shape) at the same time. Bladder was opened from 1st staple line to the proximal edge of 2nd staple line, operator did ¿reinforce suturing¿ for 2hours. Operator transected a lot of tissue in the jaw more than expected. Operator waited 15 sec before firing, complied with odp and didn¿t have any resistance during firing. (Patient didn¿t undergo radio therapy and have edema).even if operator failed to apply sucessfully, or had already charge for procedure to patient. This procedure was completed without complications.